Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 494 mg/dl and the current blood glucose was 325 mg/dl. Customer stated that the chicken pot pie soup cases the high blood glucose. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.